Event description:
Manufacturer's ref : 227560.

Manufacturer narrative:
Evaluation of provided ventilator logs shows that there was no stop ventilation at any time. There are no technical alarms that could indicate a fault. However the ventilation period contains several pressure delivery restricted alarms but also peep low and expiratory minute volume low alarms that indicate that there may have been poor ventilation to the patient which would have been perceived as no ventilation. The combination of those alarms indicates presence of leakage leading to less volume to the patient. The alarm pressure delivery restricted indicates that the inspiratory flow has reached its upper limit which restricts the pressure delivery. The remedy is to check for leakages and the ventilator settings. As a conclusion, there was no ventilator malfunction at any time and there was no stop of ventilation. The cause was most probably leakage which led to less volume to the patient. The ventilator was functioning and it alarmed to alert the user of the situation.

Event description:
It was reported that the ventilator unexpectedly stopped cycling. There was no patient harm. Manufacturer ref.#: (B)(4).